Event description:
Information was received from a patient regarding an external device. Na. The reason for call was patient says it takes a long time to charge ins, which started happening about a month ago and has gotten worse the last 2-3 weeks. Pt said that it takes close to 4 hours to charge from 50-80 percent. Pt said they used to get excellent quality but now can only get good quality. Pt says the wr will be perfectly aligned and will then go into recovery mode. Pt says ins has not moved and implant site looks ok. During the call pt did long press on wr and was able to start charging ins with excellent quality. The quality then dropped to good but went back to excellent. Pt will try charging ins from 80-100 percent and see how long it takes. If it still takes longer than normal the pt will call pats back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called stating that the issue still persists. Pt said that they have reset the wireless recharger as told by the previous agent, but they were unable to charge their ins continuously. Pt said that they would get good quality, then 3 numbers on the bottom, then good and would get cannot find the device. Due to the continued issue, a replacement wireless recharger was sent out. No symptoms were reported.